Manufacturer narrative:
Batch review performed on 07.january.2021: lot 1906810: (B)(4) items manufactured and released on 12-sep-2019. Expiration date: 2024-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection, 19 days after the primary, and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.